Event description:
The hcp reported there had been a loss of therapeutic effect subsequent to a patient fall that had occurred in late 2007. At follow-up, impedance values greater than 4000 ohms were obtained on all or some of the bipolar pairs. The patient had experienced symptoms of muscle spasm, it was unknown if the spasms were related to the implanted system. Add'l info has been requested from the physician.

Manufacturer narrative:
.